Event description:
It was reported that the patient presented in clinic for a routine follow up. Upon interrogation, the implantable cardiac monitor exhibited undersensing. The device was reprogrammed and the patient would continue to be monitored. No patient symptoms were reported.

Manufacturer narrative:
(B)(4).